Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (plad) artery with heavy calcification and mild tortuosity. The 3.50x15mm trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. During inflation, the balloon was only able to inflate to 5 atmospheres (atm) and under angiography a contrast leak was noted. Therefore, the bdc was removed from the patient. After removal, a rupture on the balloon was confirmed near the distal balloon marker. There was no adverse patient effect and no clinically significant delay reported. Another non-abbott balloon was used to successfully continue the procedure. No additional information was provided.